Event description:
MFR has filed this report after becoming aware of a reportable event with an ambulatory infusion system kit. A customer reported that a catheter included in the kit (used for administration of a local anesthetic agent) broke upon removal from the surgical site following a breast augmentation. A separate procedure was conducted to remove the catheter remnant.